Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient suffered a icb secondary to a supratherapeutic inr and a fall. Support was withdrawn from the patient and the patient expired on (B)(6) 2014. Additional information indicated the patient's inr was notably supratherapeutic the week prior to the event. No autopsy was performed. The pump will not be returning for evaluation.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. It was communicated that the patient suffered an intracerebral bleed. It was also noted by the center that the patient's inr was supratherapeutic. Support was ultimately withdrawn and the patient expired. A full evaluation (B)(4) could not be conducted, because the system was not returned for analysis and no autopsy was performed. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.